Event description:
The customer's family member reported the customer's freestyle lite blood glucose meter would not turn on when the button was pressed and when a test strip was inserted into the port. The customer's family member also reported the customer experienced chest pain, "high sugar level", fatigue and loss of consciousness. The paramedics were called and treated the customer with the medication lantus. Although it was reported the customer was transported to a health care facility, it is unknown the medical diagnosis and if the customer received further treatment at the facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the troubleshooting survey, it was additionally identified by (B)(4) customer service that: the customer did not install new batteries in his meter and did not have new batteries available for replacement. (B)(4) customer service educated the customer about battery replacement. The reported test strip lot was incompatible with the customer's device (lot # 0933729; fs classic).